Event description:
The pt went into bradycardia, pulse 32. The nursing station monitor did not alarm, staff quickly identified the event and physically set the EKG alarm/paper print-out to a manual mode. A code was called and pt resuscitation was unsuccessful. Preliminary review of the equipment by internal biomedical as well as the equipment MFR failed to show equipment malfunctions. The MFR is performing further tests.